Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported the injection port is facing the wrong way, and returned 1 sample of mat# 20511e and lot# 23089344. The set was visually examined for defects and abnormalities, and the defect of injection port facing the wrong way was verified. The male luer and female luer were switched orientations on the set. The failure of misassembly was verified by the manufacturing site, and the root cause was traced to assembly error. The personnel did not follow assembly instructions, and possibly misused orientation fixtures fx-1082/1083. A quality alert was issued to personnel regarding this failure on (B)(6) 2023. Device history record review for model 20511e lot number 23089344 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24aug2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite combination extension set was damaged.the following information was received by the initial reporter with the verbatim:we received a bad lot of IV combination extension sets 20511e. The injection port is facing the wrong way. It¿s not every IV line in the lot but we have found several of them so far. The lot# is 23089344.